Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device was returned for evaluation. Visual inspection revealed the urethane outer layer had been sheared off on approximately 123 - 163mm from the distal end of the device. Magnifying inspection of the urethane outer layer of the sheared segment was performed and revealed: on approximately 129 - 161mm from the distal end of the device, the urethane outer layer had been semi-circumferentially sheared off, where the core wire was exposed, on approximately 123 - 129mm and 161- 163mm from the distal end of the device, the urethane outer layer had been sheared off partially with no exposure of the core wire, and the shear cross-sections of the urethane outer layer were in the smooth state, implying that it had been cut with a cutting tool. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications. Reproductive testing was performed on a current guidewire product sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire sample having contact with the metallic needle. The urethane coating was sheared off from the guidewire sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The IFU states: "do not manipulate/withdraw the radifocus glidewire urologic wire through a metal entry needle, metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer was sheared off the wire. However, the exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported during a percutaneous nephrostomy to place a drainage in a hydronephrosis patient, the customer tried to insert the actual sample into the renal calix through 18g metal needle. The actual radifocus guidewire m device was not advanced in the direction the user intended. He withdrew the actual sample through the 18g metal needle, with the needle left in place, and some resistance was felt. The procedure was continued and was finished successfully. After the procedure, the patient was examined with an x-ray and CT and a substance was found, which appeared to be a piece of coating, which had been sheared off the actual device. The facility reported they have a plan to retrieve the piece from the patient with snare.